Event description:
The customer indicated that a false negative reaction was obtained with a sample containing anti-c using mts anti-igg card lot# 120607001-15 while performing antibody screen testing. Repeat testing using an alternate lot of gel card at a sister facility showed positive reactivity with the sample. The negative test results were duplicated at the sister facility with lot # 120607001-15. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
Retained testing performed at mts showed satisfactory results. The customer's complaint was not verified. A complaint review indicated no other similar complaints have been logged against this lot. Incident is isolated.